Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from canada, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the insertion of the commander with the valve through the esheath+, the balloon exited the tip of the sheath with no issues. However, the valve did not advance out of the distal end of the sheath tip. On fluoro, the valve appeared slightly canted. It was decided to retract the system and remove as a unit. A new 14fr esheath+ and a new 23mm s3ur valve was then inserted with no issues and the procedure was completed successfully with no vascular issues noted and was sent in stable condition to recovery. Upon inspection of the defective esheath+, it appeared that the distal tip did not open and was intact, and the valve appeared embedded into the side of the esheath+. As per the preliminary evaluation of the returned devices, the liner was expanded with the tip unopened but torn radially.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner expanded as designed; crimped valve was stuck at the sheath distal tip; distal tip was unopened at the axial score line, but torn radially along the horizontal score line; sheath hdpe was stretched at the distal tip along the axial score line and radial tear location; and all score lines were present at the distal tip. Due to the nature of the complaint no functional testing was able to be performed. Dimensional testing was performed and revealed that all measurements met the specifications per the drawing. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event as per evaluation of the returned device, the distal tip was not expanded by the score lines. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.